Event description:
Customer stated that during testing the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During device investigation it was observed that the device worked intermittently. Internal components were evaluated which revealed the presence of corrosion within the device. It was also observed that the lock coller stuck on the eject position.